Manufacturer narrative:
No product is being returned for eval and no lot # has been provided to the MFR for review. An engineering assessment of the incident will be conducted and a follow-up report will be sent within 30 days or upon completion of the eval.

Event description:
Nephro ureterotomy - "resident used trocar as initial pathway to obtain pneumo. In process of entering abdomen, the common iliac was compromised. Case was converted to open and vessel was repaired. Chief resident stated to me that it was a technique error, not product error. Not comfortable going in to uninsulated abdomen." Pt status: "I was informed on (B)(6) 2011, by chief resident, that pt is ok." "Vascular surgeon repaired vessel."